Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting no capture and fluoroscopy showed that the lead had dislodged. The lead was removed from service during a device upgrade procedure and a new lv lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.